Event description:
It was reported that the patient had high impedances on their leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead extensions were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.